Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had a fall around the beginning of december and, because their pain was so intense (on top of their typical pain levels), their doctor wanted them to get an MRI later in december; patient also had CT and x-ray scans. Patient stated the controller was able to put their ins into MRI mode without issue and displayed what agent understood as the full-body eligible icon displayed. When the patient was inside the machine, they noted the ins began to get warm, so the technicians removed the patient from the machine immediately and told them they could never have an MRI. Since then, patient stated they've had issues turning stimulation off and on sometimes. When agent inquired about the notify date and agent understood the patient had spoken with the representative (rep) today, and previously notified them of the issue with the ins heating but did not clarify that date. Patient stated the rep told them they had never heard of anything like this happening before. Agent reviewed information and redirected the patient to their healthcare provider to further address the issue.